Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information received on august 10, 2018 indicates that the patient presented via remote transmission. Upon review, the patient's right ventricular lead exhibited episodes containing oversensing of lead noise. No programming changes could be made and lead replacement was discussed.